Manufacturer narrative:
The insulin pump passed displacement, prime/a33, and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-57599. (B)(4)

Event description:
The customer reported via phone call that the insulin pump continues to alarm no delivery after several set changes. Blood glucose was 421 mg/dl. Customer called on in the last few days and troubleshooting was done but issue persists. Customer stated that the insulin is not expired or denatured, she does rotate sites and avoids scar tissue, uses the serter to insert infusion sets and the tubing is not bent or kinked. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.